Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were feeling stimulation in a different location. They reported stimulation was not mainly on the right side in the buttocks and they only felt minimal sensation. The patient had tried to increase, but reached the upper limit at 2.9. They were able to sync while on the call, the patient programmer showed stimulation was on, no programs, 2.9. The patient had colonoscopy/endoscopy 2 weeks prior, but did not think it was related to the reported issue. They were redirected to their healthcare provider to have the device checked/discuss programming. No further complications were reported or anticipated.